Manufacturer narrative:
The tech found the left foot caster was out of adjustment. He adjusted the caster to repair the stretcher.

Event description:
Info rec'd indicates the left foot caster will roll when it brake and the stretcher is pushed.